Manufacturer narrative:
Date sent to the FDA: 6/5/2024. Additional information: a2, d3, d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 7/3/2024 additional information. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and two meshes products were implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2010 during which the surgeon noted the mesh had detached from the lower portion of the incision down towards the pubic tubercle. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the mesh to be gnarled and balled up, the mesh had migrated to the left side of the abdomen and had developed dense adhesions to the bowel. Another portion of the mesh had formed a meshoma. It was reported that the patient experienced severe pain. No additional information is provided.